Event description:
It was reported that during unpacking, the coating on one end of the guidewire was peeled off. The procedure was completed with another of the same device and no patient complications were reported. Investigation results revealed that the sleeve was detached/separated, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Correction to block h11: the returned sensor wire was analyzed, and upon magnification it was observed that the sleeve was detached and was found peeled at the proximal side of the shaft of the device. Additionally, the sleeve was not returned. Media analysis did no identify any nonconformance in the device. With all the available information, boston scientific concludes that the reported event was confirmed. This could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors during their use could lead to peel the ptfe and detached the sleeve from the sensor wire. Based on the information available and analysis results, a conclusion code of adverse event related to procedure has been assigned to this investigation.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h11: the returned sensor wire was analyzed, and upon magnification it was observed that the sleeve was detached and was found peeled at the proximal side of the shaft of the device. Additionally, the sleeve was not returned. No other problems with the device were noted. The reported event was confirmed. With all the available information, boston scientific concludes that the reported event was confirmed. This could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors during their use could lead to peel the ptfe and detached the sleeve from the sensor wire. Based on the information available and analysis results, a conclusion code of adverse event related to procedure has been assigned to this investigation.

Event description:
It was reported that during unpacking, the coating on one end of the guidewire was peeled off. The procedure was completed with another of the same device and no patient complications were reported. Investigation results revealed that the sleeve was detached/separated, therefore this event has been deemed an MDR reportable event. Please see block h11 for full investigation details.